Event description:
It was reported that pump displayed malfunction code and fault identification but issue did not follow any notable event. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction code appeared again.